Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient suffered a trauma on the ipg site resulting in pain at the ipg site and ineffective therapy. X-ray revealed lead fracture. As such, surgical intervention took place on (B)(6) 2024 wherein the lead was explanted and replaced. Additionally, the doctor stated that the ipg was a little too much at the surface tissue. Hence, the ipg was repositioned deeper in the same pocket to address the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.